Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported autofill failure. The fse checked the unit for more than 3 hours and was working ok, done all functions test working ok. Iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check it was observed that the cs100 intra-aortic balloon pump (iabp) had an autofill failure error. There was no patient involvement, and no adverse event reported.

Event description:
N/a.